Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a wound check visit the patient was noted to have a fever and the incision line was described as being "dark/purple at the center of the incision." The patient was started on antibiotic medication. At a follow up visit a dime sized scab was noted and the patient had a fever. The patient noted after the initial wound check visit, the incision had "burst open" in one spot and scabbed afterwards. The patient was admitted to the hospital for antibiotics and a wound revision, after which, no further fever was noted and cultures were negative. The device remains in use. No further patient complications have been reported as a result of this event.